Event description:
Situation: clear neutron allowing backflow of blood/leaking in central line. Background: [redacted] ards (acute respiratory distress syndrome)/ECMO (extracorporeal membrane oxygenation) with left femoral line. Assessment: clear neutron allowing backflow of blood/leaking in central line. Needleless connector septum stuck in open position. Needleless connector attached to central line hub noticed to be leaking and was blood backflowing blood from patient. Recommendation: please look into brand/type of clear neutrons potentially having defective microclave clear neutral connector. Ref: mc100. Lot: 14150859 (lot number estimated. Original item discarded, not clear if correct but this is the one we have stocked).